Manufacturer narrative:
Not applicable as this is not an implantable device. Not applicable as this is not an implantable device. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when implanting an intraocular lens into the patients left eye, a piece of plastic was on the tip of the injector. The lens went into the eye without incident. Additional information received confirmed that the piece of plastic made contact with the eye. The was no intervention required. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 01/23/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the sample was received at the manufacturing site for evaluation. Visual inspection with no magnification held at 18¿ distance, and then using magnification was performed. Residues of viscoelastic was observed at the cartridge tube and tip. The cartridge tip was observed damaged/cracked¿. The condition of the cartridge returned is consistent with a unit that has been damaged by the contact of the metal rod tip from the hand piece tool during surgical use. No foreign material such as ¿piece of plastic loose¿ was found during sample evaluation. The foreign material in question was not observed on the return. Also, the inside of the cartridge was observed free of foreign contamination. The reported issue could not be verified. No product deficiency was identified. Manufacturing records review: the manufacturing records for the device were reviewed. No deviation such as non-conformance (nc/ncr) was found during process related to the complaint issue reported. Units were processed and released according to established procedures. The search in the complaint system revealed no additional investigation requests (ir) were received for this lot number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text: placeholder.